Event description:
During the procedure, the deltamaxx sr platinum 18 microcoil (dmx18031220/ (B)(4)) was advanced to aneurysm but complete length would not fit into aneurysm. Then, when the coil was pulled back and re-sheathed, upon completion of re-sheathing, it was noted that the coil was no longer attached to the coils pusher. Upon further inspection the coils was found hanging from the proximal end of the rhv and extending into the microcatheter. The procedure was completed with the same microcatheter, and a constant and dedicated saline source was used at all times. No resistance contributed to the event, and the procedure was completed with different coils (cashmere 14). One to one relationship between the coil and delivery tube was verified with fluoroscopy prior to repositioning, and no coil entanglement with previously placed coils was suspected to contribute to the event. After the event, no damages were noticed on the devices (kink, bend, stretched, fracture, separate, etc). No further information was provided.

Manufacturer narrative:
During the procedure, the deltamaxx sr platinum 18 microcoil (B)(4) was advanced to aneurysm but complete length would not fit into aneurysm. Then, when the coil was pulled back and re-sheathed, upon completion of re-sheathing, it was noted that the coil was no longer attached to the coils pusher. Upon further inspection the coils was found hanging from the proximal end of the rhv and extending into the microcatheter. The procedure was completed with the same microcatheter, and a constant and dedicated saline source was used at all times. No resistance contributed to the event, and the procedure was completed with different coils (cashmere 14). One to one relationship between the coil and delivery tube was verified with fluoroscopy prior to repositioning, and no coil entanglement with previously placed coils was suspected to contribute to the event. After the event, no damages were noticed on the devices (kink, bend, stretched, fracture, separate, etc). No further information was provided. The coil has been returned severely damaged. As viewed through the returned packaging, it was observed that the coil was returned detached and unprotected. Additionally, it was observed that the complete introducer system with the attached resheathing tool was returned separated from the device positioning unit (dpu). It is important to note that when the coil is completely retracted out of the introducer sheath and through the resheathing tool and separated from the sheath, it has been observed that coil damage such as an unintentional detachment and coil damage is associated with this type of retraction event. The detachment fiber exhibits a mechanical detachment. The coil's socket ring has been severed off from the solder point. The fracture is ductile in nature requiring external force. No material defects or processing errors were observed to both of the severed ends. Except as noted, the distal remainder of the coil is undamaged. Located on the top proximal end of the resheathing tool in the open cutout, the v notch has been severely fractured. The distal end of the damaged v notch edge has been raised above the surface plane. The locking mechanism has been damaged by compression and stretching of the sheath material away from the surface. It is important to note the unknown microcatheter remained unidentified in the event description. The selection of the microcatheter may have been an important contributing factor to the field complaint. There are three contributing factors to the coils unintended detachment occurring during the retraction process. These contributing factors may have worked in tandem or separately. The primary contributing factor to the coils unintended detachment may have occurred if the distal tip of the green introducer was retracted outside the rotating hemostatic valve (rhv) prior to the coil passing through the rhv. During the removal process, the coil may have been temporarily been anchored to the adjustable rubber gasket inside the rhv or to another section of this component. With the coil anchored during the pull back of the dpu, the coil would have been mechanically detached and damaged as was found hanging proximal end of the rhv. If this was the case, then for optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, 'caution: pulling the exposed microcoil through the rhv grommet may damage the coil.' The secondary contributing factor to the coils unintended detachment may have occurred when the coil was retracted through them sheath and out through the resheathing tool. This event has been associated with unintentional detachments and coil damage with this type of retraction exiting through the resheathing tool and out of the sheath. If this occurred, then for optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, 'when necessary, the micrus microcoil system can be reloaded into the introducer sheath using the re sheathing tool. Loosen the rhv. Using the fluoroscopic guidance, retract the microcoil from the aneurysm back into the microcatheter. Locate the introducer tip. Grasp the introducer tip with your left hand and the resheathing tool with your right hand. Pull with your right hand while holding on the resheathing tool towards the connector. This will start the resheathing of the coil and the dpu pusher wire. When the resheathing tool reaches the end of the introducer sheath, replace the introducer tip back inside the rhv. Tighten the rhv with your right hand, grasp the connector and continue to pull the dpu wire out of the sheath until coil is completely inside the distal end of the introducer tip. Loosen the rhv and remove the introducer. The third contributing factor the coils unintended detachment may have occurred when the microcoil system was first unlocked for use and the sheath was retracted straight back instead of up at a forty-five degree angle and then back. When the sheath was pulled straight back, the locking mechanism became embedded inside the v notch of the resheathing tool. This produced a binding action between the device positioning unit (dpu), the sheath, and the coil. This binding action would have produced significant resistance which may have compromised the integrity of the detachment fiber, the solder point of the coil's socket ring, and damaged the proximal end of the coil. These conditions would have contributed to the unintended mechanical detachment of the coil combined with the other contributing factors in the narrative above. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, 'hold the introducer sheath (loosely-looped) in the left hand. Keeping the introducer tip near the re-sheathing tool, grasp the distal end of the re-sheathing tool between your left thumb and forefinger. Grasp the clear tab near the end of the introducer sheath body with the thumb and forefinger of your other hand. Gently pull the clear tab of the introducer sheath out and away from the re sheathing tool at a 45-degree angle to unlock the microcoil. Continue to pull the tab until an additional 0.5 to 1.0 inches (1.3 to 2.5 cm) of the translucent material is exposed. Gently fold the translucent tab towards the distal end, and firmly grasp the distal end of the re sheathing tool and the translucent tab between your thumb and forefinger, as shown in figure 3.' In addition, without the identification or the return of the unknown microcatheter and the rotating hemostatic valve (rhv) used in the procedure, it cannot be determined if these components had any additional contributions to the complaint event. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The reported event of premature detachment could not be confirmed. Additionally, the damages found the coil may have occurred during the shipping process, since it was indicated that after the event, no other damages were noted on the device. Based on the information and analysis, it appears that procedural factors might have contributed to the event, but the cause could not be determined. The DHR indicated that this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taking at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The product will be returned for analysis, but it has not been received to date. Additional information will be submitted within 30 days of receipt.